Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
It was reported, there was a power on reset (por) error code. Troubleshooting could not be done due to the lack of access to the product. The rep reported, she received a message from a patient that said she had a por error on her patient programmer (pp) and implantable neurostimulator recharger (insr). The patient charged on 2015 (B)(6). The rep was going to call the patient back. There were no patient symptoms reported. If additional information is received, a supplemental report will be submitted.